Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer recently had open heart surgery. The customer used food to treat. The customer has experienced levels even lower than 50 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer discontinued pump use. The insulin pump will be returned for analysis.